Event description:
On (B)(6) 2009, the pt reported experiencing air bubbles in her infusion tubing and insulin cartridges for the past 6 months. She stated that she has attempted to resolve the issue by using a different infusion device and changing the infusion sets, insulin cartridges, and adapters, but the issue recurs. She received add'l training and there were no air bubbles present in the system after training. The following day, air bubbles formed in the insulin cartridge and infusion tubing. She stated that she allows insulin to warm to room temperature prior to use. Upon follow up on (B)(6) 2009, the pt stated that she continues to experience air bubbles. She rec'd add'l training on (B)(6) 2009 and the trainer stated that she observed the pt's procedure and the pt had no issues until she performed the change cartridge procedure on her own a week later. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.